Event description:
It was reported that a remote monitoring transmission indicated that there was occasional oversensing/undersensing occurring during arrhythmia episodes. Reprogramming was performed and the right ventricular lead remains in use. No patient complications have been reported as a result of this event.